Event description:
Adverse event(s): "the patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "the system is making noises" (ambient noise issue); "the footswitch needs to be pressed on all the way down to function" (device operates differently than expected). The nurse reported the system is making noises when in use. The footswitch needs to be pressed on all the way down to function. Multiple attempts were made for more information on the event and patient impact with no response to date. The patient impact is unknown.

Manufacturer narrative:
The company service representative examined the system and repaired the sound system. The footswitch was checked with no problems found. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4).